Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between receiver and transmitter. Patients's father stated that he was using two (2) receivers, and both had the same symptom. Dexcom representative advised patient's father to reset the receivers, which was unsuccessful. No additional patient or event information is available.